Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer removed the controller board from drawer 4.1 and reseated the connection cables to the drawer board and controller board. After completing the repair, the station was fully functional and tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, there was no power to the device. The customer stated that this malfunction caused a delay in dispensing the medications to the patients. There were no adverse events or injuries reported based on this event.